Event description:
The initial reporter alleged discrepant results between pool testing and resolution testing using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The donations involved were blood samples. The allegation included discrepant results for hepatitis c virus (hcv) and human immunodeficiency virus (hiv), as well as some unresolved donor equivalence controls (udec). The following breakdown of results was provided: for on (B)(6) 2021, 2 hiv pp6 and 5 hcv pp6 out of a total of 3536 pools; for on (B)(6) 2022, 2 hiv pp6 and 7 hcv pp6 out of a total of 4705 pools; for on (B)(6) 2022, 0 hiv pp6, 2 hcv pp6, and 1 hcv in udec out of a total of 3985 pools; and for on (B)(6) 2022, 1 hiv pp6 and 3 hcv in udec out of a total of 2364 pools. The results from resolution testing were considered final, and no harm or delay was alleged in connection with the event.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. Reactive pools that do not resolve to a positive individual sample are a known occurrence within the specificity of the test, as demonstrated in clinical trial data. A review of customer data from december 2021 to march 2022 confirmed the presence of unresolved pools but did not indicate any instrument-related issues. The alleged reagent lots: (g29865 and g16011) were also investigated, and no trends or non-conformance's were identified. Observed differences in absolute fluorescence intensity (afi) values were attributed to minor optical disturbances, which were determined to have no impact on results. The relative fluorescence intensity (rfi) values, which are critical for result evaluation, remained unaffected. The root cause was attributed to the nature of reactive pools as interim results, which require resolution testing to determine the final result. The samples in these pools, when matched with negative serology results, were considered non-reactive. The device remains in operation at the customer site.